Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation. The skin condition was described as contact dermatitis under the front therapy electrode pad. The skin was further described as red, bumpy, but with no broken skin. Follow-up indicated that the patient's physician prescribed him a lotion to put on the area. The skin condition was reported as improving.